Event description:
Caller states that the patient tested 4.1 inr and a lab drawn within 4 hours returned as either 2.3 inr or 2.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.